Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. Also, received with normal operating currents and had no blank display during testing. No damage found on the lcd isolation tape noted. However, the insulin pump was received with no button response due to flattened act and esc button dome switch. No unlock connector noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that he keypad was unresponsive. The customer's blood glucose level was reported to be 108mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.